Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No further information has been obtained. Additional information indicates the patient did well postoperatively. The reason for revision could not be confirmed; however, it is believed to have occurred to upgrade the technology.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No further information has been obtained. Additional information indicates the patient did well postoperatively. The reason for revision could not be confirmed; however, it is believed to have occurred to upgrade the technology.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No further information has been obtained.